Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, at 80 percent deployment, the patient's blood pressure was getting low. Aortogram was performed and it was noted that a contact was made with the non-coronary cusp (ncc) but missed the left-coronary cusp (lcc). The valve was recaptured and dropped a little further down and ended up still missing the left. However, at 80% percent deployment, the patient's blood pressure continued to drop, and eventually went into asystole. At this point they began cardiopulmonary resuscitation (CPR) and shocked the patient multiple times. Simultaneously, the valve was recaptured and removed it from the body and put back in the external sheath. Once the patient was stabilized the physician decided to move forward with the procedure. A new 29mm navitor vision valve was selected for implant using a large flexnav ds. The valve was able to be deployed successfully with trace leak and no gradient. On following up, the physician suspects the patient might have sepsis. The patient is currently admitted in intensive care unit (ICU).

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient effects including cardiac arrest, and hypotension were reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the available information, the cause for the reported cardiac arrest, and hypotension could not be confirmed. It is possible that due the possible causes are due to patients' medical history. However, this cannot be confirmed. An unexpected medical intervention was a result of case specific circumstances, as CPR/resuscitation was attempted, patient was put on temporary pacemaker, and patient was admitted in ICU. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient did not have a prior medical history of right branch bundle block (rbbb), left branch bundle block (lbbb) and atrioventricular (av) block. There was calcification extending beneath the aortic annular plane in the interventricular septum. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using a 25mm, non-abbott balloon. During the procedure, at 80 percent deployment, the patient's blood pressure was getting low. Aortogram was performed and it was noted that a contact was made with the non-coronary cusp (ncc) but missed the left-coronary cusp (lcc). The valve was recaptured and dropped a little further down and ended up still missing the left. However, at 80% percent deployment, the patient's blood pressure continued to drop, and eventually went into asystole. At this point they began cardiopulmonary resuscitation (CPR) and shocked the patient multiple times. It was noted that a temporary pacemaker was placed to stabilize the rhythm. Simultaneously, the valve was recaptured and removed it from the body and put back in the external sheath. Once the patient was stabilized the physician decided to move forward with the procedure. A new 29mm navitor vision valve was selected for implant using a large flexnav ds. The valve was able to be deployed successfully at a depth of 4mm both on the non-coronary cusp (ncc) and left-coronary cusp (lcc) with trace leak and no gradient. There was no clinically significant delay reported. On following up, the physician suspects the patient might have sepsis. The implanter classifies the events (hypotension and asystole) as being related to the patients' medical history. The patient is currently admitted in intensive care unit (ICU). On follow-up, the patient was discharged.